Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the screen on his olympus video system center went black during a therapeutic hysteroscopy procedure to treat a uterine disease. According to the initial reporter, because of the image failure, the procedure had to be postponed. It was confirmed that no patient harm resulted from this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to either a faulty scope/camera head, a faulty cv-170, or a faulty scope cable. Olympus will continue to monitor field performance for this device.